Manufacturer narrative:
This report is filed september 24, 2014.

Event description:
Per the clinic, the patient presented to the clinic reporting pain with and without device use and it was confirmed the device malfunctioned. The patient was admitted to the hospital the same day, (B)(6) 2014 due to the pain which resulted in device non use. The patient was discharged (B)(6) 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. This report is filed (B)(4) 28, 2014. Device currently unavailable.